Event description:
The customer stated a pt generated a false reactive result on hivab hiv-1/hiv-2 (rdna)eia. The pt had four viral immunizations in 2008 and a blood specimen was obtained after the immunizations. The sample was tested the following day and generated repeat reactive results on hiv-1/hiv-2 (rdna eia and was indeterminate on western blot. Add'l samples were obtained from this pt on five days later, and the following month, both generating nonreactive results on hiv-1/hiv-2 (rdna) eia when tested the day after collection. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.